Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-25 lead, 5071-35 lead; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion due to high left ventricular (lv) lead thresholds. The implantable pulse generator (ipg) was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.